Manufacturer narrative:
(B)(4). Associated products : item #: 402282j, cobalt hv bone cement 40g, lot #: 559790. Report soruce: foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it's location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2020-03599.

Event description:
Approximately 3 months ago, the patient felt pain, after an initial tka three years prior, and went to see a doctor. A revision was performed last month to replace with rhk implants, due to femoral component loosening and suspected infection. Using an defensin detection kit during surgery, the reaction of pathogens around the artificial joint was examined and negative, and the infection was found to be negative.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11: item 42-5320-079-02, lot 63322460. Item 42-5221-009-10, lot 63302099. This complaint was not confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: a1, b4, b5, d2, g1, g3, g6, h1, h2, h6.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g1, g3, g6, h1, h2, h6. H6: mechanical (g04) - femur. Additional information does not affect the root cause. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.